Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified the ratio pump was leaking air, and replaced it. Still having ise (ion selective electrode) failures, the fse also replaced both na (sodium) electrodes and the k (potassium) electrode tip. Identified failure mode: failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
The customer reported erroneous high test results for sodium, potassium, chloride and carbon dioxide were generated when using the unicel dxc 860i synchron access system clinical system. The erroneous test results were reported out of the laboratory. The samples were retested on another dxc instrument in the customer's laboratory. Amended reports were issued. There were no reports of death, injury or affect to patient treatment associated with this event. (B)(4).